Manufacturer narrative:
An event regarding alleged abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product is not identified properly. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as product is not identified properly. Complaint history review: not performed as product is not identified properly. Conclusions: the exact cause of the event could not be determined because product is not identified properly and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2006 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.